Event description:
The customer reported that the file system was corrupt and not usable. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The software and calibration files needed to be reloaded. The system was tested and found to be working as intended and put back into service.